Event description:
This ra lead was implanted on (B)(6) 201 1 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to patient's services on (B)(6) 2013 states that patient believed his leads were dislodged after lifting the bed. Additional information received that the suspected lead dislodgement was not confirmed. All measurements were normal. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).